Manufacturer narrative:
The sample was not returned for evaluation. However, based on event description, we confirmed that the user developed a urinary tract infection due to the catheter being pulled out by the drain bag. The lot number is unknown; therefore, the device history record could not be reviewed. We were the lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drain bag was not hanging but resting on the foot board of the patient's wheelchair when it fell off and was ran over by the wheelchair. As a result, the complainant stated that the foley catheter was pulled out of her urethra with the balloon still intact. The complainant also noted that shortly after the incident, she developed a urinary tract infection, which she believes to be the result of the catheter being pulled out. She was reportedly prescribed antibiotics to treat the urinary tract infection.